Event description:
Additional information was received from the company representative that reported the implantable neurostimulator (ins) was replaced because the patient had lost weight and the pocket was "a bit" loose and the patient wanted to upgrade devices. The representative reported there was no pocket erosion. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient had skin erosion from her device. The patient stated she had lost over 100 pounds since the device was implanted. The device was explanted and replaced "deeper under the skin" with another product. No further information was provided. If additional information is provided, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead.

Manufacturer narrative:
(B)(4).